Event description:
It was reported that the right ventricular lead had multiple noise reversions. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at the coil which may have resulted in noise.